Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient experienced a systemic bacteremia infection and presented at the hospital. During the transesophageal echocardiogram, it was noted that there was vegetation on the right atrial lead. There was no allegation that the infection was related to the system. The system was prophylactically explanted. The patient was in stable condition.